Manufacturer narrative:
The investigation for the limb ischemia and the ventricular tachycardia (vt) has been completed. The investigation for the reported limb ischemia and arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and vt were not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported the patient was on impella cp support and the patient lost pulses in their right lower extremity. The patient had no doppler pulses and no flow in the lower extremity. Additionally, the patient had prolonged ventricular tachycardia. The decision was made to explant the pump. The right femoral artery was repaired as well as inner and outer fasciotomy to assess for limb ischemia. After the fasciotomy, there was still no flow to the right leg. The family did not want to amputate and comfort measures were taken. The patient expired after 66 hours of support. Upon review by abiomed's medical safety officer, there is not enough evidence to exclude the impella device as an associated factor in the patient's outcome.